Event description:
It was reported that a user experienced signal loss of dexcom g7 glucose readings to the ilet while readings continued to display on the g7 mobile application; during troubleshooting, the glucose data resumed on the ilet and no further assistance was required. Symptoms included no adverse health effects reported. Outcomes included restoration of cgm data on the ilet without medical intervention or hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed a temporary communication disruption between the cgm transmitter and the ilet, consistent with a pairing or connectivity issue that self-resolved without device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was a transient signal or pairing interruption.